Manufacturer narrative:
Investigation summary: product was not returned for review. Major bleed/hematoma: the cause of major bleed/hematoma was use related since bleed occurred during suture placement and resolved with additional perclose. Device history lot: device lot #: 1915025. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The user facility reported that an inferior st-elevation myocardial infarction patient presented and had a right coronary artery ballooned and stented. The left main (lm) was shot and showed significant left anterior descending artery stenosis. The decision was made for an impella cp. It was noted that perclose x 2 were placed. An impella cp was inserted and initiated in auto-mode. The peel-away sheath was exchanged for a repositioning sheath. During suture placement, a large hematoma was palpated, and large amounts of groin access bleeding was noted. At this time, the physician pulled on the perclose strings and noticed they did not take. Manual pressure was held to attempt to control the bleed with no success. The patient's hemodynamics had improved substantially, so the decision was made to remove the impella. One more perclose was attempted and the groin bleed ceased.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿